Event description:
It was reported that pump t button was faulty and required very hard pressing to turn pump on or off, and no blood glucose values or symptoms were provided. There was no reported impact to the customer¿s blood glucose level. Customer returned pump to distributor, and replacement pump was arranged while original pump was to be evaluated after return.